Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the endoscopic scissors. During a laparoscopic procedure, when the scissor was being used to cut through the ovarian pedicle, it "broke". This occurred while pressure was applied with the blades and after diathermy with the maryland dissector. The scissor would not close afterwards and had to manually be held closed with another instrument. The scissor was then retracted and removed through the trocar and out of the patient's body. There was no patient harm and no significant surgical delay. Additional information was not provided.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: the investigation was carried out visually and microscopically. We made a visual inspection of the instrument. Here we found unknown deposits. Furthermore, we made a functional test and found a mechanical malfunction. The scissor is not completely opened. Here we discovered a bent scissor blade. Batch history review: the device quality and manufacturing history records have been checked for the lot number (52486511) and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the bent scissor blade was caused due to a mechanical overload situation or leverage during opened blade. The bent scissor blade led to the failed connection to the guiding rail and to the mechanical malfunction. No CAPA necessary.